Manufacturer narrative:
Sections with additional information as of 19-feb-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Correction: d1: brand name from "true metrix" to "true metrix air."

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer multiple follow-up calls to ensure that the initial concern was resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 260 and 233 mg/dl. Customer was not using the proper testing technique and not testing every day. The customer¿s expected fasting blood glucose test result range is 120-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/28/2020 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).